Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, an aortic valve replacement was performed and this 25 mm sjm trifecta valve (s/n unknown) was implanted. Four years postoperatively, the patient presented with severe aortic regurgitation and nyha grade 3 symptoms requiring hospitalization. A valve-in-valve procedure with a 25 mm sjm portico valve was performed on (B)(6) 2017. Post procedure, the patient was reported to be doing well and is stable.